Event description:
During patient use, when switching from ac power to battery operation by unplugging the ac power cord, the ventilator did not recognize the battery pack after 15 minutes. The ventilator alarmed with "switched to backup battery" error message. The ventilator kept ventilating at this time. However, the patient was manually ventilated during transfer to a second ventilator. No permanent patient injury was reported.

Manufacturer narrative:
Although requested, no patient information was provided.